Manufacturer narrative:
Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number was not provided. The reported patient effect of death is listed in the xience prime, xience prime sv, and xience prime ll everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported death and the relationship to the product, if any, cannot be determined. The treatment(s) appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional adverse patient effects are being filed under a separate medwatch report #. The xience v device is being filed under a separate medwatch report #. Article titled: ¿clinical outcomes of contemporary drug-eluting stents in patients with and without diabetes mellitus: multigroup propensity-score analysis using data from stent-specific, multicenter, prospective registries". (B)(4).

Event description:
Details are listed in the attached article, titled ¿clinical outcomes of contemporary drug-eluting stents in patients with and without diabetes mellitus: multigroup propensity-score analysis using data from stent-specific, multicenter, prospective registries". It was reported through a research article identifying xience prime and xience v drug-eluting stents that may be related to the following: myocardial infarction, target-vessel failure, early/late/very late thrombosis, revascularization, and death. No additional information was provided.

Manufacturer narrative:
(B)(4).